Manufacturer narrative:
Hamilton medical comes to the following conclusion:investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: tf 331001 pvent-control defect.